Event description:
Info received indicates, the head of the bed will not go up.

Manufacturer narrative:
The tech found when the head up function was pressed the knee would rise. After attempting to calibrate the head, the tech replaced the non-working valve for the head to repair the bed.